Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: DHR - lot 184545, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; no defect was noted. The valve failed the tests for programming, occlusion, reflux and pressure. The valve passed the tests for leak. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the ruby ball , motor and on the seat of the ruby ball. Root cause - the root cause for the programming and occlusion issues are due to biological debris and protein build up interfering with the valve.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823842) could no longer be adjusted and was explanted and replaced on (B)(6) 2024.